Event description:
It was reported that during a ureteroscopy the balloon would not hold pressure due to a tiny hole in the side, which resulted in a slight perforation of the ureter. The procedure was stopped, and a stent was placed. A follow up procedure was performed at a later date, which was completed successfully. There were no pt sequelae. The device was received, evaluated and retained by this MFR. The engineering evaluation revealed that there was a pinhole leak at 14mm from the distal tip. The shaft of the unit had no kinks and there was no blockage of the unit. During mfg 100% pressure tests are performed where the balloon is inflated to its rated burst pressure. The co's directions for use state: potential complications: tissue trauma, tissue perforation.